Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch: hl2318, mfg date: 10/04/2014, exp date: 10/31/2019. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced exudate from subcutaneous tissue. The physician opines the patient had an allergic reaction to suture and the patient was administered anti-allergic agent. Symptoms improved and the patient was discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4).